Event description:
According to the distributor's report, the pt had a nose bridge laceration closed with the adhesive. During application, the adhesive contacted the pt's eye and glued it shut. The pt's father is applying petroleum based ointment to help open the eye.